Manufacturer narrative:
Additional information can be found in the following fields: d4 (lot number), d9, g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage was observed. The root cause of this failure is attributed to a component failure. An instrument log review was performed and found that the maryland bipolar forceps used in this procedure (part number420172-17 / lot number n11210316-395) was used on 17-june-2021 for 2 hours and 19 minutes on system usg124. The instrument had 7 uses remaining out of a maximum of 10 uses.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The product's batch sequence number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument had a torn power cable (conductor wire) damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was noted to have a torn power cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made several attempts to follow up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.